Manufacturer narrative:
A workaround solution was provided to the customer. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that no fluoro was available during diagnostic use, and the patient was moved to another room on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.